Manufacturer narrative:
Customer's meter (B)(4) was returned and tested with test strips lot # 1005420. The complaint was not confirmed and no new issues were observed. All results were within the range specification. Additionally, the reported readings were found in the device's internal memory log within 10 minutes.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 501 mg/dl, 501 mg/dl, 122 mg/dl and 138 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.